Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Replaced image acquisition system (ias) front panel, removed all cable ties from the bundle and re-tied. The imaging system passed the system checkout and was found to be fully functional. The ias front panel has been received by the manufacturer for evaluation. No results available as part currently under analysis.

Event description:
A medtronic representative reported that the imaging system's image acquisition system (ias) shut down on its own in the morning. There was no patient present when this issue was identified. No further details regarding this issue were provided.

Manufacturer narrative:
The analysis of the suspect panel was completed by medtronic personnel. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.